Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-09344. It has been reported the pt had experienced a fall several months ago. The pt reported, the stimulation coverage has since changed. X-rays did not show any anomalies with the system lead the ipg. A full parameter diagnostic revealed high impedance values on several contacts. The physician plans to explant and replace the system ipg. Surgical intervention is pending to address the issue.